Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient had issues with twelve sets. Further, he had troubles with the new sets as they kept on detaching so easily unlike the once, he used to have. Also, he would often have leak in the morning because the tubing was detached from the quick release while sleeping. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.